Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This was found during setup of the device. The home patient (hp) was not connected during the time of the event. The caregiver (cg) stated that they had a faulty batch of cassettes. The patient had attempted to use several homechoice cassettes, but found that they were wet. The cg stated that the hp received two cassettes from the clinic, which worked fine and received a different lot number from baxter and had no issues. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a companion sample was provided for evaluation. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.